Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. The customer changed out the cannula and it was not until after an insulin injection was administered did the bg respond. The customer thought the cause of the high bg was due to insulin absorption. As the customer was not high at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.